Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time.

Event description:
The customer reported that the catheter lumen was blocked, making it difficult for urine to come out, and the patient died. The catheter was removed after the patient's death. The period of use was unknown. Per additional information received, the patient was a male in his 70s and the event occurred during homecare. The patient did not have an infection. An inspection report was not required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.